Event description:
Pt was revised due to loosening. Initial complaint review: the info cam from a scientific publication where a zimmer muller stem was mentioned as part of a revision surgery due to loosening. No other information available.

Manufacturer narrative:
When additional information is received, an updated report will be submitted. (B)(4).